Event description:
This unsolicited case from united states was received on 01-sep-2016 from a physician. This case concerns a (B)(6) female patient who received treatment with synvisc one and after 1 day had severe knee swelling, severe knee pain and after few days had knee effusion. The patient's medical history, past drugs, concurrent condition and concomitant medications were not reported. On (B)(6) 2016 (past monday), the patient received treatment with intra-articular synvisc one injection at a dose of 6 ml, once (lot/batch number: (B)(4) indication and expiration date: not reported) in the knee. On (B)(6) 2016 (tuesday), 1 day after initiating treatment with synvisc one, the patient was having severe swelling and pain in the knee. It was reported that the patient was asked to come into the office. On an unknown date in 2016, few days after initiating treatment with synvisc one, the patient's physician withdrew 45 cc of cloudy fluid and sent it to the lab. Further reported, health care professional followed with a prescription for a steroid and instructed patient to call back in 2-3 days if no improvement. Corrective treatment: steroid for severe knee swelling and severe knee pain; steroid and withdrew 45 cc of cloudy fluid for knee effusion outcome: unknown for all the events. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same seriousness criteria: required intervention for all the events.

Event description:
This unsolicited case from united states was received on 01-sep-2016 from a physician. This case concerns a (B)(6) years old female patient who received treatment with synvisc one and after 1 day had severe knee swelling, severe knee pain and after few days had knee effusion. The patient's medical history, past drugs, concurrent condition and concomitant medications were not reported. On (B)(6) 2016 (past monday), the patient received treatment with intra-articular synvisc one injection at a dose of 6 ml, once (lot/batch number: 6rsl004 and expiration date: feb-2019; indication: not reported) in the knee. On (B)(6) 2016 (tuesday), 1 day after initiating treatment with synvisc one, the patient was having severe swelling and pain in the knee. It was reported that the patient was asked to come into the office. On an unknown date in 2016, few days after initiating treatment with synvisc one, the patient's physician withdrew 45 cc of cloudy fluid and sent it to the lab. Further reported, health care professional followed with a prescription for a steroid and instructed patient to call back in 2-3 days if no improvement. Corrective treatment: steroid for severe knee swelling and severe knee pain; steroid and withdrew 45 cc of cloudy fluid for knee effusion. Outcome: unknown for all the events. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The production and quality control documentation for lot # 6rsl004 expiration date (02/2019) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot # batch record review & lot # frequency analysis for lot # 6rsl004 no CAPA is required. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor complaints in order to determine if a CAPA was required. Seriousness criteria: required intervention for all the events additional information was received on 09-sep-2016. Global ptc number and ptc results were added. Expiration date was added. Text was amended accordingly.